Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery even after changing the set and reservoir. The customer performed a manual prime during troubleshooting and insulin did not exit. The customer was advised to run a manual prime with the reservoir removed from the insulin pump and received a no reservoir alarm. The customer also reported that insulin did not exit with a manual push. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.